Manufacturer narrative:
Alleged failure: broke off. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, use error, shear pin failure in handle. (Proximal end of device). The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence (B)(4). The device manufacturer date is not known.

Event description:
It was reported the device broke off in patient and was retrieved.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device broke off in patient and was retrieved.